Event description:
Clinician reported, they have a new patient, that had a crown and abutment fractured off. After exam, the neck of implant was fractured, also at unknown tooth site. It was an unknown, internal hex zimmer screw vent implant. Patient declined to remove implant. No further impact to patient. Doctor will restore existing implant, as per patient.

Manufacturer narrative:
Zimmer biomet (B)(4). D6a. Placement date reported, as 15 years ago or approximately 2006. The device will not be returned for analysis. However, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie did not receive one (1) unk tsv zimmer implant internal hex for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown tsv zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did submit images for the reported event. The x-ray reveals the fractured apex of the screw remaining in the implant body screw channel and fractured metal rim of the implant body. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction did occur. The x-ray images revealed a fractured screw and implant. The reported event was confirmed via image evidence. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.